Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error during basal rates. Customer's blood glucose was unknown mg/dl. The customer's father stated patient was asleep when the alarm occurred.. The customer stated that she received an e70 alarm. Customer does not use the sensor feature on the pump. The customer stated they are unable to complete the rewind sequence. The customer received a a35 alarm, explained this was a motion sensor test failure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.